Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient fell (B)(6). It was stated that the patient fell in the bathroom and hit the bathtub with bent knee. It was stated that the patient has always had knee pain for the last four years that got worse with the weather. It was noted that a manufacturer¿s representative came to help with the implant and turned up the stimulator to 8.50v. It was stated that the adjustment and a knee injection were done ¿because of the weather¿. It was stated that patient went home, but later noticed that the patient¿s device was ¿not locking in¿. It was stated that it wouldn¿t go to 6.20v when lying down and when upright it should go to 8.50v. It was stated that this morning when the patient got out of bed the patient had to manually ¿turn up¿. It was noted that the healthcare professional (hcp) said the patient had the implant put in for damaged nerves. It was noted that the patient had an appointment (B)(6).